Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor assembly. The pump was unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to pump error. The pump was received with minor scratched lcd window and case. (B)(4).

Event description:
The customer reported via phone call to have experienced pump errors from the insulin pump. The customer's blood glucose reading was 145 mg/dl. The insulin pump gave the customer rewind message. After troubleshoot, customer was able to rewind the pump; however, still received pump error. The insulin pump will be returned for analysis.